Event description:
Dexcom g7 app is not consistently delivering audible "low" blood sugar alarms. These alarms are set the way they have been set for the last 4 years and we rarely had issues prior to the last 4 months. But within the last several months there have been countless instances that alarms are not going off on my daughters (the diabetic and main connected device) device, or on our (parents follow device) devices. Furthermore, our diabetic daughter gets "no data" alerts even when there are current data/blood sugars. It's clear dexcom g7 app is experiencing major problems. This may be because dexcom decided to make an entirely new app, and that app was on the market for weeks before they announced it or told us we should switch. So many families were confused as to why there are two apps, why are some alerts coming through but not in both apps, it's been chaos. I did not download the new app because even now they still have not explained the reason for it and with how awful their "new" developments seem to be, I hesitate to switch to anything new they make until it's been tested for a long time. However, my "old" (but still working?) App has alarm issues and my daughter¿s main receiving device has alarm issues, and many folks who switched to the new app, regretted it because they are also having alarm issues. Dexcom is going downhill fast, and they need to get it right. Their recent sensors in our shipment frequently say my daughter is 55-58 but her fingerstick shows she is 200+. I'm tired of all the issues with dexcom.